Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise and functional undersensing soon after implant. The system was reprogrammed into the alternate vector and troubleshooting options were discussed. This system remains in service. No adverse patina effects were reported. Additional information was received detailing that a follow up was performed on the patient and it was discovered that the system delivered three inappropriate shocks due to low amplitude and oversensing. Troubleshooting and reprograming of the system into the primary vector were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.